Event description:
It was reported that the device was explanted after implant duration of zero days, due to a failed valve replacement. No other details provided.

Manufacturer narrative:
Device not returned.